Event description:
It was reported that during implant of the left ventricular (lv) lead, the stylet was stuck and the lead tip was broke off when attempting to remove stylet from lead. The lead was not used and replaced. The patient was in stable condition.